Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "hole in the tubing" was confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review could not be performed as the lot number of this device is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Customer called to report one (1) interlink vented basic soln set in which leaking was detected from puncture marks in the tubing. No patient involvement, injury or adverse event is reported. A sample has been requested for evaluation